Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02763. It was reported the patient had not used her system in over a year because it no longer relieved her pain. She stated she was originally implanted for groin pain, but she had undergone spine surgeries and now her back is the primary pain area. She allegedly declined to be reprogrammed. She reported she was not interested in any surgical intervention at this time to address the issue.